Event description:
Material#: unknown & batch#: unknown. It was reported by customer that they have difficulty administering blood with the secondary blood tubing set. This is change for them, as they previously used y-type tubing to administer blood. They report difficulty priming the tubing and blood left in the bag and drip chamber upon infusion completion. Nurses have to back prime with their saline primary infusion to flush the line and empty the bag and drip chamber. Verbatim: rcc received a complaint via email. Nurses in the infusion center reported they have difficulty administering blood with the secondary blood tubing set. This is change for them, as they previously used y-type tubing to administer blood. They report difficulty priming the tubing and blood left in the bag and drip chamber upon infusion completion. Nurses have to backprime with their saline primary infusion to flush the line and empty the bag and drip chamber. I advised the nurses on the proper secondary set-up.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they have difficulty administering blood with the secondary blood tubing set. This is change for them, as they previously used y-type tubing to administer blood. They report difficulty priming the tubing and blood left in the bag and drip chamber upon infusion completion. Nurses have to back prime with their saline primary infusion to flush the line and empty the bag and drip chamber.